Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During valve deployment, it was observed that the delivery system balloon was not fully operational and the valve could not be fully expanded. It was decided to remove the system and use a second commander delivery system for post-dilate and fully expand the valve. A hole in the balloon of the first commander delivery system was observed. The patient did not experience any injury and was noted to be in stable condition. As per provided imagery, it was observed a pin hole leak on distal balloon shoulder of commander delivery system. Per pre-decontamination findings, the pinhole was confirmed.